Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that there son experienced high blood glucose level of 400 mg/dl. Customer stated that the act button was not working. Customer stated that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (esc and act) button response due to unlocked lcd keypad connector. Unable to perform displacement test, self test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.